Manufacturer narrative:
Explanted component has been discarded therefore cannot be returned to manufacturer for identification and analysis. No review of manufacturing records for complained part can be performed either since product information is unknown. The manufacturer will submit a final report as soon as the investigation is completed.

Event description:
Revision surgery was performed on (B)(6) 2026, due to cuff failure. Previous surgery was performed on (B)(6) 2020. During the revision surgery the pre-existing tt hybrid cem. Glenoid small (pn 1379.59.110) has been removed and prosthesis converted to reverse configuration implanting a new smr tt hybrid reverse baseplate (pn 1379.15.160) and smr glenosphere dia. 36mm (pn 1374.09.111). No information regarding original and revised humeral components were provided. Surgery was completed as intended. Patient is female, date of birth (B)(6) 1954. Event occurred in the united states.